Event description:
The representative reported that during pump refill, a volume discrepancy was noted; the actual reservoir volume was 25cc and the estimated reservoir volume was 3.1cc. The patient had been asymptomatic at follow-up, no audible alarms were reported. Review of the pump status and event logs showed normal results. A check of the product programming was anticipated to confirm pump accuracy rate. The drug used in the pump was baclofen. The hcp reported that findings from CT and x-ray exam (dates not provided), revealed the catheter had migrated; it "was grossly misplaced out of the intrathecal space ," and the product was revised (date unknown). The patient did well after the case; no subsequent follow-up evaluation has been done. Refer to MFR report #2182207-2007-03462.